Event description:
The customer reported the system displayed a communicator error which resulted in a lock up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and power supply were replaced and adjusted. The system was then found to be operating as intended.